Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude measurements. Boston scientific technical services (ts) discussed that out of range (oor value was not displayed due to nuance with 21-24 timing for daily measurements. Ts also discussed option of trouble-shooting and or monitoring oor p-wave as appropriate. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).